Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported by the customer that they are having an issue with power loc safety needle set. The issue is the needle leaks out the top by the angel wings. Occurs when flushing saline or pulling back blood. Additional information provided 22/nov/2023 event directly involved a patient when using product, leaking. The event did not involve an urgent medical situation. Had to re-access, second poke. It was reported this occurred with four devices. This report addresses the second device.